Event description:
The pt reported that the cuff of the tracheostomy tube was leaking, because after a few days of insertion, he found he could speak around the tracheostomy tube while it was still in place. He tried filling the cuff with air, but did not see any in the pilot balloon. The pt required an unscheduled re cannulated prior to twenty-nine days.